Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver displayed differences in cardiac output (co) readings when connected to a 70cc patient simulator. The customer also reported that the freedom driver displayed readings of 7.1 and the patient simulator tank displayed flow readings at 6.2. The certificate of conformance shows 6.1. The customer also reported that the freedom driver displayed a co of 7.5 and the flow meter reads 6.1 when connected to a 50cc patient simulator. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no anomalies. Review of the alarm history did not reveal any new permanent fault alarms since the driver was last serviced. During investigation testing, the reported difference in co readings between the freedom driver display and the patient simulator flow meter was not reproduced. The investigation determined that the freedom driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. The freedom driver system test protocol in the freedom driver system operator manual instructs the customer to test freedom drivers upon receipt and prior to patient use by connecting them to a patient simulator with a 70cc tah-t, set to defined normotensive settings. The test protocol instructs the customer to confirm only that the co on the driver display is within 4.9 and 9.7 liters per minute. The co comparisons described by the customer (comparing the co displayed on the freedom driver with that displayed on the flow meter of the patient simulator, and testing the freedom driver on a patient simulator with a 50cc tah-t), are not a part of the freedom driver system test protocol. Syncardia clinical support contacted the clinical staff at the hospital to assist them to understand the appropriate testing and the expected outcomes of the testing that is recommended in the freedom driver system operator manual. The reported issue posed a low risk to a patient because it was observed when the freedom driver was not supporting a patient. In addition, the cardiac output reading on the flow meter of the patient simulator at the hospital is to be used as a reference to help test the freedom driver. This issue would not have prevented the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial.

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver displayed differences in cardiac output (co) readings when connected to a 70cc patient simulator. The customer also reported that the freedom driver displayed readings of 7.1 and the tank flow readings at 6.2. The certificate of conformance shows 6.1. The customer also reported that the freedom driver displayed a co of 7.5 and the flow meter reads 6.1 when connected to a 50cc patient simulator. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.